Event description:
It was reported that the patient was experiencing auto-reducing from their scs system. It was confirmed that the patients left lead was experiencing high impedance on all contacts. Surgery may take place at a later date to rectify the patient issue.

Manufacturer narrative:
Event date is estimated the allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4) serial: (B)(4) batch: a000104908.

Manufacturer narrative:
The event of autoreducing was reported to abbott. The patient was reprogrammed. The lead was replaced due to impedance issues. The ipg was nearing end of life and was replaced to prevent a future surgery. Therapy restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the patient underwent surgical intervention on (B)(6)2023 where in the patient's impeded lead and ipg were explanted and replaced. The patient's ipg was explanted electively. Therapy was restored post operatively.